Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a fess procedure the system displayed "localizer not connected". They were able to proceed with the case. It displayed intermittently. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a fess procedure the system displayed "localizer not connected". They were able to proceed with the case. It displayed intermittently. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.